Manufacturer narrative:
(B)(4).

Event description:
It was reported the t2 did not deploy. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
Device investigation narrative - one (B)(4) fast-fix 360 curved needle delivery system device returned. The device is in used condition. The complaint listed t2 non-deployment and said ¿after deploy of t1, cannot deploy t2¿. T1, t2 and suture were not returned. There is no obvious disfigurement or damage to the device. There is no apparent twisting or bending of the delivery needle. A functional test confirmed that the device cycled and advanced. No mechanical problem was found. No further investigation is warranted. Device evaluated by the manufacturer evaluation codes updated